Manufacturer narrative:
Investigation completed on a smiths medical syringe infusion pumps/medfusion 3500 pumps. The complaint of force sensor error was revealed in the history log and during testing. Visual inspection revealed the plunger head was full of contamination and this caused event. Action was taken to replace plunger head. Other maintenance included : replaced tube seal due to old worn part. Replaced lead screw, clutch halves and clutch spring for preventative action. Replaced main pcb due to foreign material contamination. Replaced battery door and label due to cracked. Cleaned, greased; calibrated device and performed all functional tests which passed.

Event description:
Information received a smiths medical smiths medical syringe infusion pumps/medfusion 3500 pump revealed force sensor test failure / positive supply test failure. Event occurred during testing and not patient involvement.